Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor disconnected and failed to provide cgm data to the ilet, prompting re-entry of the pairing code and a fingerstick blood glucose of 417 mg/dl that was entered for bg run mode; a subsequent sensor replacement was paired and completed warmup, after which glucose data resumed and the patient later reported a glucose of 168 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary loss of automated glucose control and need for user-entered bg with continued therapy on the ilet. Investigation included troubleshooting and user education regarding sensor pairing, warmup status, and replacement if failure persisted. Investigation of this case revealed a likely failed or malfunctioning cgm sensor and communication disruption between the cgm and the ilet, which resolved after pairing a new sensor and completing warmup. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity issues associated with a faulty or disconnected cgm sensor rather than ilet pump malfunction.